Event description:
A customer reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer on using a multiple daily injection (mdi) as a backup therapy. They ensured the customer would receive a replacement pump with updated software and provided necessary instructions for returning the defective pump. The customer understood and acknowledged all instructions provided.